Event description:
Left fallopian tube seized and expelled essure device into abdomen. Severe pain and severe discomfort for 2 weeks after implantation. Sporadic sharp pain in abdomen, fallopian tubes, uterus and vagina continue. Severe pain.